Manufacturer narrative:
(B)(6). This report is for 4 unknown screws/unknown lots. Part and lot number are unknown; UDI number is unknown. Partial part number 413.4xx provided. Device was reportedly not explanted during the procedure on (B)(6) 2017. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent revision surgery of a less invasive stabilization system (liss) plate and screws on (B)(6) 2017 due to re-fracture of the femur bone. One (1) plate intact was left in place; seven screws intact were attempted to be removed during the revision. The four (4) most proximal screws could not be removed. Surgeon used a carbide drill bit to remove the screw heads and pushed the (4) embedded screws into the bone. Titanium fragments were created from drilling the four screws out of the liss plate with the carbide drill bits. Although no fragments were observed in the patient via x-ray, it could not be confirmed that all fragments were removed. The surgeon applied sterile ky jelly to carbide drill tip to try to capture fragments. The three (3) distal screws were able to be removed intact with a screwdriver. The patient fell on an unknown date and broke her femur at the point where the titanium liss plate ended. Original surgery for distal femur was completed on an unknown date. It was noted the original fracture had healed completely prior to the patient falling. There is no information surrounding how the patient fell. Patient was revised to a (trochanteric fixation nail) tfn system: nail, helical blade, locking screw, and 3 cables. A surgical delay of two (2) hours was noted due to the difficulty in attempting to remove all screws. Additional significant radiation (c-arm) was required to assist in removing and drilling of the screws. Patient status is stable and procedure was completed successfully. Concomitant: drill (quantity 1); drill bit (part 309.006s, quantity 1). This report is for 4 unknown screws. This is report 2 of 5 for (B)(4).